Event description:
It was reported that the burr was difficult to remove. The lesion was located in the complex highly calcified obtuse marginal (om) of the circumflex artery, left main (lm), and left anterior descending artery (lad). A 1.5mm rotablator burr was selected for use. Ablation was performed successfully on the lm and lad with great result. During procedure, upon ablating the om; the burr stalled. Attempts to remove the burr using several techniques were done but without success. Removal techniques involved gently pulling the burr under dynaglide mode and wiring beside the burr with balloon. Consequently, the advancer was removed and the burr shaft was cut. Then, a guidezilla ii was advanced over the wire and burr shaft at approximately 15-20mm from the burr and pulled the device. The burr then came out with no damage to the artery. The procedure was completed with a different device and the lesion was ballooned and stented. No complications were reported and patient's condition is stable.